Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer went to the emergency room with a blood glucose level of 460 mg/dl and high ketones that were identified as dangerous by healthcare provider. The customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2024 with issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.